Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the ophthalmic system experienced pressure fluctuations. The patient developed a capsular rupture and floaters. The surgeon suspects that the sleeve may have been incorrectly positioned, twisted, compressed, or placed too far back during surgery, or that there may have been leakage from the ophthalmic handpiece, or the irrigation channel of the handpieces may damage. The surgery was completed on the same day, and the current condition of the patient was unknown. This report pertains to the infusion sleeve involved in the reported event. This complaint relates to one of two patients reported by the same facility.

Manufacturer narrative:
Additional information provided in h.6. And h.11.no product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified.the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria.based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation.complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.